Manufacturer narrative:
Concomitant: product ID 8583, lot# n289811, implanted: 2011-(B)(6), explanted: 2014-(B)(6), product type accessory. Product ID 8731sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4) ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
In early september, the patient experienced withdrawal/underdose symptoms; the patient¿s spasticity returned. A dye study and rotor /roller study were done. The managing physician was able to easily withdraw drug and csf (cerebrospinal fluid) from the side port. They also looked at the rotor under fluoroscopy and saw movement. The expected reservoir volume was 17.9 ml; the actual reservoir volume was 20 ml. The pump was replaced. Following the replacement, the patient was doing well and receiving effective therapy. The device system was delivering gablofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump revealed ¿no anomaly found¿.

Event description:
Additional information: the pump was delivering baclofen at the time of the event; it was unclear if it was gablofen or lioresal